Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device was not connecting to wifi. The device was not in clinical use at the time, no impact noted at this time.